Event description:
Dealer states the power cuts off and he narrowed the issue down to the main battery cable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.